Event description:
It was reported by the patient that the pod's pink slide did not move forward indicating a needle mechanism failure. The cannula was visible but did not insert into the infusion site. The blood glucose levels reached >13.9 mmol/l (>250 mg/dl) while wearing the pod between 1 and 4 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown, omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: l2+. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The device had the cannula assembly fully deployed. Inspection of the needle mechanism, environmental seal, bottom housing and cannula assembly found no issues that would result in a needle mechanism failure. The downloaded data did not show any timeouts or drive stalls during the run. The needle mechanism was reset and found to deploy properly. Although no issues were noted that would result in a needle mechanism failure, the cause of the reported event could not be conclusively determined. Inspection of the needle mechanism and cannula assembly found no issues that would result in the cannula inserting improperly. Investigation of the device found no damage to the soft cannula and no signs of leakage. The exact cause of the reported unproper insertion could not be determined.